Event description:
It was reported that research pathology of an explanted heart found 2 unk xience stents and 2 non-abbott stents in the proximal-mid left circumflex coronary artery. The xience stents showed restenosis and neoatherosclerosis. The cause of death was noncardiac death. The events occurred 360 days post stent implantation. No additional information was provided.

Manufacturer narrative:
(B)(4). (B)(6) 2010 - estimated date of event. (B)(6) 2009 - estimated date of implant. There was no reported product deficiency and the product was not returned. The reported patient effects of occlusion and restenosis, as listed in the electronic xience v / xience nano everolimus eluting coronary stent system instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The other xience device referenced is being filed under a separate medwatch MFR number.